Event description:
Original surgery performed in 2007, t11-l5 fusion. Setscrew came out of tulip of screw at l5/right. Performed revision surgery four months later. Re-operation to retrieve and replace setscrew. Male, bhk, admit date: 2007, moderate osteoporosis; patient noted stepped in hole and felt he jarred his back.

Manufacturer narrative:
The samples and all available information have been forwarded to our manufacturer, in another country, for further analysis.